Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient had experienced chest pain with slight pericardial effusion. It was noted that it could not be determined whether the right ventricular lead and right atrial lead were the cause of the effusion. The leads were explanted and replaced successfully. The patient¿s condition before, during and prior to surgical procedure was stable.